Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the lcd connector. Device was received with a vertical crack in the battery threads located just above the left belt clip rail. Also the serial number label located between the belt clip rails is missing as well as the display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had open book image. Customer's blood glucose level was unknown. Customer also reported that the no error was displayed before the open book image was displayed on the screen. The device will be returned for analysis.